Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose with a reported value of 220 mg/dl after using the ilet without announcing a meal, which constituted an improper use procedure; the trainer gathered blood glucose questionnaires, and the patient subsequently performed a factory reset, changed supplies, and re-paired the pump with the mobile app while using a dexcom g7 sensor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and failure to announce a meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.